Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient indicated that the reported meter issue started the day prior,. As a result of the meter issue, the patient claimed that she was unable to take her insulin and later developed symptoms of a dry mouth, blurred vision, sleepiness, and dizziness. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. The patient also did not report receiving medical intervention. The patient did not have a replacement battery to troubleshoot the alleged meter issue. It is not known if the patient replaced the meter's battery according to the owner's manual. The meter, test strips and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she was unable to test her blood glucose and therefore she was unable to take insulin and developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.